Manufacturer narrative:
Block h6: imdrf device code a23 captures the reportable event of stent failure to curl. This event was reported by the sales representative. The health care facility is: (B)(6) hospital pte ltd (B)(6) block h11: block h6 device code has been corrected to capture the updated as reported code of device shelf life exceeded.

Event description:
It was reported to boston scientific that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) for stone removal procedure in the common bile duct, performed on (B)(6) 2023. During the procedure, the physician noted that the stent pigtail was not curled enough and it may slip out from the common bile duct. The advanix biliary stent was removed, and a non-boston scientific device was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a23 captures the reportable event of stent failure to curl. This event was reported by the sales representative. The health care facility is: (B)(6).

Event description:
It was reported to boston scientific that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) for stone removal procedure in the common bile duct, performed on (B)(6), 2023. During the procedure, the physician noted that the stent pigtail was not curled enough and it may slip out from the common bile duct. The advanix biliary stent was removed, and a non-boston scientific device was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event.